Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine check, non-sustained rv oversensing was observed in which there was a two second pause on the electrogram and the marker channel showed sensed events. Patient was asymptomatic during the episode. Device will be evaluated during patient's next in-clinic visit and programming changes will be made if necessary.